Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  Physio-control determined that the impact shield had pushed against wires and jack connector, designator j9 of the back light.  This caused the connector to tilt, leading to the red wire shorting to the white sire.  This short caused the back light to no longer function and the lcd to appear blank. This was determined to be an assembly error of the impact shield.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was initially reported to physio-control that the display of the customer's device was black when the device was installed. During device evaluation physio-control observed that the device had the ok symbol in the readiness display but that the device display remained black after the device was turned on. When the device display remains black, the user would not be able to use the soft keys that would appear on the display, and therefore they might not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.